Manufacturer narrative:
The complaint could not be confirmed because t1, t2 and suture were returned located within the distal portion of the delivery needle. This device was received in extremely poor condition. The visual inspection indicates very aggressive use or care. The blue split cannula was not included. The white depth/penetration limiter is attached and has been trimmed. Sutures have been disrupted. This can occur with advancement of the depth limiter for trimming. There is extreme bend and bowing of the delivery needle. Functional test indicates that the manual advancement of the actuator is still functional. T1 followed by t2 were stripped off the delivery needle as intended. The damage attained by this device should not occur with prescribed use. This indicates difficulty with reaching desired surgical location. No root cause related to the manufacture of the device can be established. Device evaluated by the manufacturer. Evaluation codes updated.

Event description:
It was reported that after t1 was sutured, t2 fell off. T's were all removed out from the patient. No patient injuries were reported.